Manufacturer narrative:
A sample from the same lot was evaluated and found to be out of specification for surface fracture. An investigation is underway by manufacturing. If any abnormality is found, a follow up report will be provided. (B)(4).

Event description:
It was initially reported on a product return form by the eye care professional that a patient experienced a medical complaint. Additional information received stated that the patient developed several infiltrates and a non-infectious central corneal ulcer in his right eye. The patient was treated with vigamox and the patient's ulcer resolved after 10 days. The patient's infiltrates resolved within 3 weeks from onset.